Manufacturer narrative:
(B)(6). Device evaluated by MFR: the synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break just distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18aug2021. It was reported that shaft break occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for use. However, when the device was pulled out from the hoop, separation around the base of the hub was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a detached hypotube.